Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported a low nitric oxide (no) alarm on the inomax ds (#(B)(4)) and stoppage of no dose delivery. Device troubleshooting with (B)(4) by phone resolved user error issue. Evaluation summary: technical support was able to determine the cause for the incident by telephone, with no need to return the device for service valuation. The device was found to have no fault and operated to specification. This was confirmed by both (B)(4) and the end user. The root cause of the device failure was user error as the injector module cable was inserted incorrectly into the injector module.

Event description:
A (B)(6) female with respiratory distress syndrome and acute renal failure was intubated (date not provided) and placed on an oscillator ventilator at 60% fraction of inspired oxygen (fio2) with oxygen saturation levels in the high 90% range. She was started on inomax with the inomax ds device # (B)(4) at 20 parts per million (ppm) on (B)(6) 2010. A few minutes after starting inomax, the "device stopped dosing, began beeping a random beeping noise and the low no alarm sounded." The patient's oxygen saturation decreased to the 86-85% range and within 30 seconds the respiratory therapist (rt) began to manually ventilate the patient with the inoblender. The patient's oxygen saturation level immediately returned to baseline and the patient continued to be manually ventilated while the rt attempted to troubleshoot the device. Unable to determine the problem, the rt switched out the device for another device and then called (B)(6) to discuss the problem. This process took about 10 to 15 minutes of which the patient continued to be manually ventilated with the inoblender maintaining her oxygen saturation levels at baseline. The patient recovered from the event without further incident. The patient remains on inomax therapy slowly being weaned. Once the device was removed from the patient's bedside, the rt contacted (B)(6). She attempted to perform a low nitric oxide (no) calibration three times; however, the low no alarm would not disappear. She checked the no tank to confirm it was open and connected properly and no leak was heard. (B)(6) asked her to change the injector module. When she tried to change the injector module, she realized the red dots on the injector module and the one on the injector cable were not lined up, but opposite and that the cable looked like it had been forced in. She was unable to dislodge the cable, as were 3 other staff members who tried to dislodge the cable with no success. The rt confirmed that the cable appears to have been inserted incorrectly into the device. A new injector module and injector cable are being sent to the site as replacement.